Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the insulin pump had keypad anomaly and display anomaly. The customer¿s blood glucose level was 281 mg/dl. The customer reported that they had issues on the act, up, down buttons were to respond on anything. The customer reported that the time clock was advancing. It was reported that the they cant see screen much had them use back light still was not enough. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device display properly and no missing segment/partial display anomaly noted. No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted.